Manufacturer narrative:
Additional information added to b5, b6, h3, h6 and h10. B5: the set was replaced and crrt treatment was continued. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak occurred during continuous renal replacement therapy (crrt) using a prismaflex st100 set. The leak was reported to originate from a 3cm crack on the back wall of the fiber. The treatment was ended with 20 ml of blood loss. There was no report of patient injury or medical intervention associated with this event. No additional information is available.